Event description:
It was reported on (B)(6) 2015 that a sign im nail implanted to repair a fractured left femur was found to be broken during a f/u visit.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for eval. The root cause of the damaged nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The implant was found to be broken after complete healing of the fracture had taken place. The broken implant presents no risk of death or injury to the pt and was not removed at the time of the f/u event. Sign fracture care intl will continue to monitor these events as part of our post market activities.